Event description:
It was reported that a motor drive unit was returned for evaluation and repair. The event info was unavailable. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 06/26/2008. Conclusion: the actual device was returned for evaluation and failed the incoming functional check. The case was damaged, the cpc connector was missing, and the instruction card was missing. The unit was repaired, upgraded, and recalibrated. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.